Event description:
It was reported via repair work order that the brakes won't engage due to missing brake tip and foot. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.